Manufacturer narrative:
G4, h3: the revision reported in the case may have been the result of polyethylene wear and osteolysis as stated in the legal documentation. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the explanted device was not returned for evaluation, and radiographs, photographs, and operative notes were provided.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer concomitants medical product: (B)(4), 02-010-03-0335, logic cr femoral cem, right, sz 3.5. (B)(4), 200-02-32, three peg patella 32mm. (B)(4), 02-012-45-3535, lgc tibial fit tray cem sz 3.5f / 3.5t. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent initial right total knee replacement surgery on (B)(6) 2018, and was implanted with an optetrak device, including an optetrak logic tibial insert, size 3.5, 9mm made of polyethylene. Plaintiff underwent revision surgery of his right knee on (B)(6) 2022, approximately 4 years post initial procedure. Upon information and belief, the loose components and osteolysis in plaintiff's right knee was due to premature polyethylene wear of the tibial insert. Following revision surgery, plaintiff continues to be limited in his activities of daily living. Despite undergoing revision surgery, plaintiff experiences daily pain and discomfort in his left knee which limits his activities of daily living and impacts his quality of life. No device return anticipated due to this being a legal case. No further information.